Event description:
It was reported that the image quality on the 7600 system is poor. It was also noted that intermittently the screen would go blank. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Reseated pcbs, cabling and connectors. The system was tested and found to be working as intended and placed back into service.